Event description:
During the saphenous vein harvesting procedure, the dissection tip on the uniport plus was defective. A replacement device was used to complete the procedure. No patient complications were reported. The hospital did not provide any additional information. Failure analysis performed found that the c-ring had detached from the scope washer tubing and the c-ring has flattened out. This is a reportable malfunction.